Event description:
It was reported that during preparation for a coronary stenting treatment procedure stent dislodgement occurred. During preparation for the procedure the package for the 2.75x16mm liberte bare monorail coronary stent delivery system (sds) was opened and the stylet with the balloon sleeve came out bringing the stent with it. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.